Event description:
It was reported about 3 months prior to report they had reached into the washing machine with their right arm and they felt pain. It was noted the stimulator had moved. It was noted the stimulator had ¿turned.¿ the patient had issues with their right rotator cuff and it was ¿not right.¿ it was stated when the patient had told their hcp that the stimulator had moved they had ¿reached over and moved it back.¿

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot# v791805, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v686973, implanted: (B)(6) 2011, product type lead. (B)(4).